Event description:
It was reported that, when connected to box, the shaver handpiece was going without operation from the unit. When footpedal was unplugged, the unit stopped. As noticed before a procedure, there was not patient involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned device noted the guide key in the connector is bent. Functional evaluation could not be performed due to the damaged connector. The complaint was not confirmed. Factors which could have contributed to the damaged connector include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.